Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records indicated that the patient was experiencing swelling and pain post implantation. Review of the provided radiographs identified loosening of the tibial component. Device history record (DHR) was reviewed and no discrepancies were found. Per the persona knee system package insert, pain, swelling, and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing ps, catalog #: 42512400713, lot #: 63314833 femur cemented ps, catalog #: 42500606201, lot #: 63376093. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, patient is experiencing loosening.